Event description:
It was reported that the 10nm torque limiting ratchet broke into four pieces. It is believed it happened in sterilization.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record revealed the device and all the component parts were manufactured to specifications. When the device was disassembled, it was noted that the screws were loose causing the device to come apart. This instrument requires periodic servicing to ensure performance, since there was no history of use on the device to indicate usage or times autoclaved/cleaned it cannot be determined if the device was maintained as recommended. Complaint cause is unrelated to the manufacture of the device.